Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed to stay closed due to a magnet being off inseparable. A field service engineer turned off the machine and replaced the inseparable magnet to resolve the issue. The customer then inventoried items on drawer 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the drawer will not open to dispense or refill medications and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.